Manufacturer narrative:
Updated data: h2 h3 h6 image review: static images and a media file were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 88.2 millimeter (mm) with a perimeter derived diameter of 28.1mm suggesting a 34mm evolut. The aortic valve leaflets appeared to be moderately calcified. Fluoroscopic valve load inspection was performed but it is inconclusive due to inadequate imaging. Medtronic recommends a complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360°during the fluoroscopy check. It was reported that an infold occurred during the first deployment attempt and persisted after one recapture. Of note, recapturing an infolded valve will not resolve the infold. The valve was deployed on the sterile field and an infold was confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a mislo aded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. In this case, it is not possible to rule out that possible misload might have contributed to the infold. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, no post balloon dilatation was performed. Of note, it is also possible that the patient¿s calcified anatomy contributed to the frame inexpansion. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that per the pre-case screening report, leaflet calcification was severe but no further details contributed to the infold, as told from physician.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, fluoroscopic loading check showed an infold to the 3-4 node. During the first valve deployment at 80%, the infold got more present and the valve did not fully expand. The valve was recaptured and redeployed and the infold was still noted. The valve was recaptured and removed from the patient. A new valve was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012257971); product type: 0195-heart valves; product ID l-evolutfx-34 (lot: 0012151803); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, fluoroscopic loading check showed an infold to the 3-4 node. During the first valve deployment at 80%, the infold got more present and the valve did not fully expand. The valve was recaptured and redeployed and the infold was still noted. The valve was recaptured and removed from the patient. A new valve was used for implant. No adverse patient effects were reported. Additional information was received that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated: a2, a3a, b5, h6 corrected: e1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.